Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infections could not be conclusively determined through this evaluation, and a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported infections, multi-organ failure, and patient outcome could not be conclusively established through this evaluation. (B)(4) was not explanted for evaluation. It was reported that the device operated as expected. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 16 aug 2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists localized infection, sepsis, driveline infection, pump pocket or pseudo pocket infection and death as adverse events that may be associated with the use of the heartmate 3 lvas. The IFU also lists multiple types of organ failure and dysfunction (right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. This section includes information for caring for the driveline exit site as well as information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook contains several sections with information about how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to sepsis caused by infection of the sternum and multi-organ failure (mof). The severe sternum infection was treated with several changes of antibiotics and vacuum assisted closure (vac) dressings without success. The pump and driveline were also infected. The patient had a high fever. No further information about the cultures was provided. Further therapy options were refused by the patient prior to their death. The left ventricular assist device (lvad) operated as expected.